Manufacturer narrative:
Following the observation of the fire, user facility personnel stated that the fire extinguished itself and contacted steris service. A steris service technician arrived onsite to inspect the amsco 2532 single-chamber washer disinfector and found the sump debris screen to not be seated correctly over the sump. The debris screen was sticking half up and half down subsequently causing the screen to contact the heaters resulting in the reported event. The technician stated that the unit's over-temperature switch operated properly shutting down power to the unit. The technician replaced the sump debris screen, tested the function and operation of the unit and confirmed the device was operating to specification. The technician counseled user facility personnel on the importance of checking the placement of the sump filter screen. The operator manual states (pg.17), "ensure the debris screen is securely installed prior to starting a cycle. Important: while reinstalling, slightly push on debris screen to ensure debris screen correctly rests on sump surface. No gap should be noted between the debris screen gasket and the sump surface." The amsco 2532 single-chamber washer disinfector was returned to service, and no additional issues have been reported.

Event description:
The user facility reported that a small fire and smoke were observed in the chamber of their amsco 2532 single-chamber washer disinfector during a cycle. No report of injury.